Event description:
It was reported that during a low anterior resection procedure, air leaked. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain the following information. To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4)